Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 160 mg/dl at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces during visual inspection. No button error alarm was noted during testing. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker.